Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a short low voltage alarm while on fully charged batteries. The system controller and battery clips were exchanged. The cause of the alarms was not determined. The battery clips were exchanged as troubleshooting prior to the system controller exchange. The patient did not experience any consequences due to the system controller exchange.

Event description:
Additional information was received that the cause of the alarms was not determined. The battery clips were exchanged as troubleshooting prior to the system controller exchange. The patient did not experience any consequences due to the system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal low voltage alarms was not able to be confirmed through the submitted log files; however, evaluation of the returned clip 1 (investigated separately) revealed damages that may have contributed the reported event. Downloaded log files revealed, a driveline disconnect, and associated alarms activate on 02oct2024 at 14:54:56 which is consistent with the reported controller exchange. The reported atypical low voltage alarms were not observed. Pump operation was not affected, and the device appeared to function as intended. Testing of the returned product revealed the system controller functioning as intended. The system controller was hooked up to a mock loop, patient cable, system monitor, and power module and passed preliminary and functional testing without issues. The returned system controller was then tested with the returned battery clips. Upon connection of the battery to clip 1, a connect power/power cable disconnect alarm activated. Test battery clips then were used with the controller and the connect power/power cable disconnect alarm did not occur again. The controller was opened up and the connection of the power cables to the main print circuit board was inspected and found to be intact. No signs of fluid ingress were found. The resistances of the internal wires of the power cables were measured while manipulating the power cable and were found be stable and within expected measurements (<1 ohm). The controller appeared to function as intended with no issues. Evaluation of the returned clip 1 (investigated separately) revealed damages that may have contributed the reported event. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed the system controller (serial #:(B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.